Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient stated that he is getting a burning sensation while using the unit. Patient is treating cervical vertebrate, patient did not know levels and it's not noted in file. The pain is on surface of the skin. Pain is about 8 or 9. Patient states pain started about 2 hour after using the unit. Patient has increased his daily activities walking. Patient stated he had an injection a while ago to burn the nerves and he wasn't sure if that is what is causing the burning on his neck. Patient stated he will call doctor back and ask if the injection had anything to do with the burning. Patient will call back once he speaks with his doctor. Update 4/27- patient has not called back with update. Tried calling patient received his voice mail left message to return call.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device not was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with pain and burning sensation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. The following sections have been updated: b4: date of this report added. D3: manufacturer updated. G1: contact office updated. G3: date received by manufacturer added. G6: type of report updated. H2: follow up type added. H3: device evaluated by manufacturer updated to no. H6: impact code 4649 - unanticipated adverse device effect. H6: clinical code 1994 - pain. H6: clinical code 2146 - burning sensation. H6: investigation code added to 3331 - analysis of production records. H6: investigation code added to 4114 - device not returned. H6: investigation code added to 4119 ¿ insufficient information available. H6: investigation findings code added to 3221: no findings available. H6: investigation conclusion added 4315 - cause not established. H10: additional narratives/data. The following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem. H6: device code updated to 2682 - patient-device incompatibility.

Event description:
It was reported by the sales rep that the patient stated that he is getting a burning sensation while using the unit. Patient is treating cervical vertebrate, patient did not know levels and it's not noted in file. The pain is on surface of the skin. Pain is about 8 or 9. Patient states pain started about 2 hour after using the unit. Patient has increased his daily activities walking. Patient stated he had an injection a while ago to burn the nerves and he wasn't sure if that is what is causing the burning on his neck. Patient stated he will call doctor back and ask if the injection had anything to do with the burning. Patient will call back once he speaks with his doctor. Update (B)(6)- patient has not called back with update. Tried calling patient received his voice mail left message to return call.